Event description:
Ous MDR - after an implantation duration of approx. 29 months oversensing was reported that was reproducible by lifting arm of patient. The x-ray reportedly indicate subclavian crush syndrome. Thus the lead was capped and replaced on (B)(6) 2018.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of this particular device as well as on the provided data. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The provided iegms showed noise artefacts on the ra and on the rv channel. As reported in the complaint text the oversensing of noise led to vf detection. The mentioned x-ray images were not available for investigations. In spite of the provided information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.